Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 3 false negative results (2 flu a and 1 sars). Customer states the results were positive by pcr method. Report 3 of 3 (sars).